Event description:
Boston scientific crm received information that this lead was surgically abandoned on the patient's left side due to an infection. The infectious area was cleaned and the patient was implanted with a new pacemaker system on the right side. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the product is returned. This report will be updated if additional information is received.